Event description:
Ligasure plugged into cautery and screen read invalid. A second cautery machine brought into operating room (or), same error message appeared when ligasure connected. Third ligasure opened and worked correctly.